Event description:
It was reported that the patient was experiencing presyncopal episodes and seizures. Through the use of a holter monitor, pauses in pacing were observed. The pulse generator did not detect the missed pacing due to oversensing of noise on the right ventricular channel. Automated sensitivity values were disabled and a static value was programmed in. The patients symptoms resolved following device reprogramming and overnight monitoring.

Manufacturer narrative:
.